Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test (7-19 psi) with values of 21.4, 24.0, 20.5, 21.3, 19.2, 20.7, 21.5 and immediately turned off when unplugged in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device failed the downstream occlusion test (7-19 psi) with values of 21.4, 24.0, 20.5, 21.3, 19.2, 20.7, 21.5" was not reproduced. Evaluation sent the device for downstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During functional testing, the reported problem "device immediately turned off when unplugged" was not reproduced. A review of the event history log revealed multiple "battery alert!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was not received with a battery. Evaluation was able to charge a known good battery with a known good ac power adapter with no discrepancies. Evaluation inspected the device and found that the battery contact pins on the rear case were corroded. Corroded battery contact pins can cause intermittent battery alerts, and if the pump is unplugged while a battery alert is alarming, then the pump will shut off due to the lack of power from the battery module. It was determined that the cause of the reported issue was the corroded battery contact pins, and the rear case required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.